Event description:
Following a laparoscopic anti-reflux procedure that included the linx device, a patient experienced long-term recurrence of gerd symptoms and dysphagia leading to explant of the linx device. Anti-reflux procedure and linx device implantation occurred on (B)(6) 2013. Uneventful device explant on (B)(6) 2014 with device found in correct positon and geometry. Patient underwent nissen fundoplication after linx device explant.